Event description:
It was reported that during a laparoscopic cholecystectomy the cystic duct tore with the use of this instrument. The duct was sutured closed. The procedure was extended by 20 minutes. The patient was fine and has been discharged from the hospital.